Event description:
A customer reported that their precision xtra blood glucose meter's date and time setting was changing. The nurse called adc customer service and it was identified that the date and time settings in their meter were not properly set, and they reported to be a user of the precision link data management system. The nurse insisted that the customer did not have good eyesight and could not have reprogrammed their meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. This is associated with the adc fa21dec2006 letter that was sent to notify customers and retailers.